Event description:
On (B)(6) 2011, this pt was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6) 2012, this pt presented with a spontaneous psoas hematoma.